Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/20/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient contacted animas on (B)(6) 2011 alleging high blood glucose (bg) readings while on the pump. The patient reported that the elevated bg readings began on (B)(6) 2011. The patient claimed on (B)(6) 2011 his bgs reached in the 600mg/dl range with symptom of nausea. The patient stated he attempted to correct high bgs via pump and syringe; however, bgs remained elevated. The patient reported he went to the emergency room on (B)(6) 2011, where he was treated for the high bg. The patient claimed he re-started on pump on (B)(6) 2011. At the time of troubleshooting, the patient informed animas customer support that prior to high bg he had changed site on (B)(6) 2011. During review of pump alarm history, it was noted that the patient received an occlusion alarm on (B)(6) 2011 and the pump was not primed until the following day. Alarm history also showed 3 occlusion alarms on (B)(6) 2011 and 6 on (B)(6) 2011. It was noted that total daily delivery was adding up correctly and it was confirmed that all pump settings were correct. The patient denied any leaking of insulin, any visible air bubbles or bent cannula. The patient confirmed site appeared in good condition and reported that he did not change site during high bg and site was not changed until he was at the hospital. During the call, the patient was unable to prime due to an occlusion alarm. After changing out cartridge and tubing the patient was able to prime successfully. This complaint is being reported because the patient was hospitalized and treated for hyperglycemia while on insulin pump therapy.